Event description:
It was reported that the device was used during a laparoscopic gastric bypass. The device stuck on the tissue. The surgeon pulled a second stapler and cut around the first device to remove it from the tissue. The surgeon had to remove a small section of the bowel due to the tissue stuck in the first device. There were no other complications during the procedure.

Manufacturer narrative:
Info anticipated, but unavailable at this time.